Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-63 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of f-63 alarm was determined to be a defective central processing unit (cpu) board. No repairs were made to correct the reported condition. If any additional relevant information is received, a follow up MDR will be sent.